Event description:
The customer called to report low bgs. Troubleshooting was performed. The customer informed that their bgs were low and was admitted in the hospital. The customer indicated that they ate breakfast and bolused. The customer started to feel sick. The customer mentioned that they tried to drink orange juice and sugar with water but could not get. The next thing they remember is being at the hospital. The customer was released the same day. The customer stated that when they went to bed to night before their reservoir had enough insulin to get them through the day. When the customer woke up their reservoir was empty. The customer then bolused for breakfast. The programming and the history on the pump were accurate.